Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display due to moisture damage. The customer stated insulin pump doesn¿t work after going in the water, customer went swimming in ocean water with her insulin pump and afterwards the insulin pump was indicating to replace the battery. The customer stated when replacing the battery she discovered her insulin pump had filled up with water and her screen had water inside. The customer stated now her insulin pump does not turn on. Customer stated they do hear fluid when shaking the insulin pump. Customer stated they see fluid under the lcd. Customer reports display was blank. Customer stated the display was not blank less than 30 seconds or did not return. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Display did not returned after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.